Event description:
The event was reported alleging that there was a band leakage. A leak in the balloon ring. Another like device was used. A preleak test was performed. It is unknown what size trocar was used. No patient consequence reported.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.